Event description:
The patient had a hip prosthesis cup from exactech implanted. As part of the manufacturer's recall, the patient came in for a check-up. The x-ray and CT scans showed a clear decentration of the prosthesis head and unusually large osteolyses in the acetabulum as signs of inlay wear. This was verified when the inlay was changed to a vit e-hardened, specially approved inlay (novation xle neutral liner, group 1, 32 mm i.d., ref 140-32-51, sn (B)(6)). As part of the replacement operation, in addition to the inlay exchange, the firm cup integrity was determined, as well as the curettage and filling of the cysts in the cup bed using hydroxyapatite + calcium (bone void filler) and the prosthesis head was changed. Diagnosis that led to implantation: primary coxarthrosis m16.1 implanting clinic: (B)(6). Product implanted during revision on (B)(6) 2024. 140-32-51 cc inlay vitamin e, neutral, ø 32, gr. 1 a455512. Polyethylene wear: 4966378 130-32-51 - crown cup inlay pe, neut ø 48-50, ø 32. *the serial number (B)(6) is affected by the recall* UDI: (B)(4). 510k: k121392. Pro code: jdi. Concomitant: (B)(6) 180-01-48 - crown cup,cluster-hole gr.48.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.